Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable needed to be held at a certain angle to charge the pump successfully. Reportedly, the customer was able to charge the pump with an alternate cable with no issue. Customer's blood glucose value was 102 mg/dl. Replacement cable was sent to customer.